Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the usb cable was observed to loosely fit into the pump usb port. The customer's blood glucose (bg) was 97 mg/dl. Reportedly an alternate usb cable fit into the pump usb port properly. Additinally, power source alert cleared and the pump successfully began charging after leaving the pump plugged into the power source using a replacement wall adapter.